Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer's blood glucose was 2.2 mmol/l. Customer's current blood glucose was 5.4 mmol/l. The customer did experienced the symptoms such as pain in leg, felt bad. The customer was treated with food. Troubleshooting was done for low blood glucose. Customer stated they had been using insulin pump within 48 hours of reported low blood glucose. Auto mode feature was unsure at the time of event. The insulin pump will not be returned for analysis.